Manufacturer narrative:
(B)(6).

Event description:
It was reported that the touch position was out of alignment. Not in use, no patient or user harm reported. During periodic maintenance, the service engineer (se) reported that the touched position was observed to be out of alignment. A touchscreen calibration was performed, however, the phenomenon was not resolved. The se replaced the touchscreen to resolve the reported issue. The unit passed performance verification testing and it was returned to service.

Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. Visual inspection of the returned component revealed no evidence of damage or contamination. The resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failure was not duplicated. There was no fault found on the returned touchscreen assembly.